Event description:
It was reported that the zimmer air dermatome hand piece takes graft badly. Additional information received through clinical follow up on (B)(6)2010 indicated that a second graft needed to be harvested.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The device is 10 years old. Inspection found the device had a damaged head and control bar. The device passed the blade position and rpm tests; however, it was out of calibration at the 0 setting (a non graft collecting setting) by 0.0016" and 10 setting by 0.0002". The magnitude of the out of calibration findings indicates that these are not likely factors in the reported issue. The cause of the reported issue is unk. The device was repaired and returned to the customer.